Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer treated high blood glucose with insulin pen. It was unknown that the auto mode feature was activated at the time of high blood glucose event. No further complications were reported. The customer will continue to use the device.